Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Date device returned to manufacturer. The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Pre-investigation statement: as described in the complaint description, it was reported that a part of the thread came off during procedure. The returned parts were found in one piece and damaged at the threads, but not broken at all and therefore the flow chart number 3 (visual) was selected for this investigation. Investigation selection investigation site: cq zuchwil; selected flow(s): 3. Damaged: visual / examples: deformed/bent/cracked visual inspection: upon visual inspection of the complaint device, it can be seen that the returned parts were returned in one piece and damaged at the shank threads, thus confirming the complaint description. Furthermore, the head threads are in a useful condition. Additionally, threads that were damaged have no coating anymore, indicating that this deformation happened after production. Document/specification review: the investigation has shown that the cause of complained malfunction is a post-manufacturing caused use related damage at the device, therefore no document/specification review is needed. Dimensional inspection: the investigation has shown that the cause of complained malfunction is a post-manufacturing caused use related damage at the device, therefore no dimensional inspection is needed. Summary: there is no particular information on what happened to this article by customer; unfortunately, we are not able to determine the exact reason for this occurrence. We have to assume that during the operation, an application error may have taken place and/or that excessive force led to this damage. To prevent such problems, it is necessary to operate according to the surgical technique. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional device code: kwq. Serial number reported as (B)(4). Device broke during insertion; device not considered implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that the patient underwent c3-c4 anterior cervical discectomy and fusion (acdf) on (B)(6) 2018. During the procedure, while the surgeon was inserting the two (3.0) ti cervical spine locking screw into the cage after placement of cage, the screw appeared to be turning around and not advancing. The surgeon removed the screw and a part of the thread came off with it. It also happened with the second ti cervical spine locking as well. A zero p device was also used during the case. Another new locking screw was used to complete the procedure. There was five minutes delay during the surgery. Patient outcome is unknown. This report is for one (1) 3.0mm ti cervical spine locking screw 14mm. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant device: cage/splcer: (part unknown, lot unknown, quantity 1).